Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier was locked on structure and would not open jaws. Robot was set into a recoverable fault. Robotic coordinator and intuitive helpline were called. Emergency stop button was pressed, instrument was manually opened using emergency key and was removed from the patient. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel; the clip was applied to the vessel but the applier could not be removed while still on the vessel. The issue was related to the clip applier jaws remaining static and not moving when the surgeon commanded movement, as well as the clip opening after closure. On the first clip application attempt, the clip would not close on the vessel. The clip applier was removed from the patient, the clip was removed from the applier, and a new clip was loaded. On the second attempt, the clip closed on the vessel; however, the clip applier jaws would not open to allow the surgeon to remove the clip applier. To resolve the issue, the emergency stop button was pressed and the emergency release key was used to open the jaws. The clip applier was then moved off the vessel, removed from the patient, and passed off the field. A different clip applier was used for the remainder of the procedure. The instrument has since been cleaned, wrapped, and given to a staff member to be sent with the RMA for return to intuitive surgical for further evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.